Event description:
Customer called on (b)(5) 2011 reporting that a unicel dxc 600 synchron system generated false low na results which were reported out of the lab for 11 patients on (B)(6) 2011. Customer was running qc every 2 hours and when qc shifted, samples were rerun back to the last good qc and results amended. Customer stated that qc was usually performed in the morning and would drift lower by the afternoon. Customer also noted that recalibration would bring qc back within established ranges. Customer reported that the instrument's water system was decontaminated on (B)(6) 2011 by siemens. Customer had called bec on (B)(6) 2011 to request information from a customer technical support on how and where to culture the system for contamination testing. Customer proceeded with the contamination test and reported that the instrument's water system had tested positive for bacterial growth. Customer had previously contacted bec on (B)(6) 2011 stating that na qc had shifted but also stated that the shift was within assay precision claims. During this time, customer did not indicate that there were issues with patient results as well.

Manufacturer narrative:
Field service engineer was dispatched and decontaminated the instrument. Performance was then verified per established procedures. (B)(4).